Manufacturer narrative:
Arterial and venous occlusion. No films available.

Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the patient returned approximately 72 days post stent graft implant with an occluded iliac limb. The cause of the occlusion is unknown. The physician elected to clear the occluded vessel with a reliant balloon, and then implanted two iliac limbs. No additional clinical sequelae were reported, and the patient is fine.